Event description:
It was reported that the lead was explanted due to suspected malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 27.5-27.8cm from the connector pin, consistent with lead friction to the ICD can. Insulation abrasion was noted under the suture sleeve at 29.6-29.7cm from the connector pin. Externalized conductors due to internal insulation abrasion were noted at 45.0-47.6cm, 55.3-57.5cm, and 54.4-56.8cm from the connector pin. Internal insulation abrasions were noted at 48.5-50.3cm and 53.4-54.2cm from the connector pin. The etfe coating was intact at these locations. A fracture of the inner coil and rv conductors were noted at 31.5-32.0cm from the connector pin, consistent with fatigue.